Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an ambulatory infusion pump had over-delivered the medication. The event occurred during infusion to the patient and there was no patient harm reported.